Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter, the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence (B)(6) 2024. The batch in question was foley (303416a). A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. No medical intervention was required.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿water lost via permeation". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterilized using ethylene oxide sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter, the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence (B)(6) 2024. The batch in question is foley (303416a). A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. It was unknown what medical intervention was provided.